Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention will issue a supplemental report. The instructions for use (IFU) identifies premature coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during embolization treatment in a sah case, the 3rd coil unintentionally detached during positioning. The coil was withdrawn and removed from the patient by cutting the hub from the microcatheter and using a snare. After removal of the coil, a thrombus was noted at the ipsilateral peripheral mca. A balloon catheter was used to crush the thrombus. The coil was replaced with another coil to continue the procedure successfully. The patient was treated for subarachnoid hemorrhage, and the product did not cause the event.